Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photos show product box label and partial view of sealed catheter pigtail. Lot and product information were matched and verified. The thread was not clearly visible in the photo, due partial view of complaint sample, and without physical sample it unclears to confirm the reported device issue. Therefore, the investigation is inconclusive for the reported thread degression, and leak issue as provided photos were not sufficient to confirm the issue for one device and no photos and objective evidence were provided for review for rest of the two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement using a navarre opti drain device. Post the procedure, it was reported that the sure loktm thread showed digression, and fluid leakage was observed. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided percutaneous drainage catheter placement procedure. Post procedure, it was reported that the sure-loktm thread allegedly had digression and additionally fluid leak was noted. The procedure was completed by using another device. There was no patient injury.